Event description:
It was reported, that the tip of the torque screwdriver broke.

Manufacturer narrative:
Additional information has been requested and if received, it will be provided on a supplemental report.